Manufacturer narrative:
(B)(4).

Event description:
The device was removed due to infection. Additional information has been requested. A f/u report will be sent if additional information becomes available.